Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with noise on both atrial and ventricular leads. Patient was stable and being monitored. No interventions made. Related manufacturer reference number: 2017865-2020-03174.